Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. No new rv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 and f10 impact codes. This supplemental report was created to capture additional information and corrections.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. No new rv lead was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to noise. No additional adverse patient effects were reported. Additional information received indicating that this rv lead showed an abrupt rise in impedance for over 2000ohms and there was a lead safety switch noted. Hence, this suggests a lead conductor issue.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. No new rv lead was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 and f10 impact codes. This supplemental report was created to capture additional information and corrections.